Event description:
A (B)(6) old male patient called zoll customer support to report that his battery charger would not power up. The patient was issued a replacement battery charger/ modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the battery charger was resetting. The cause of the resets was isolated to corrupt flash memory programming. The root cause for the programming corruption could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.